Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Stryker representative in russia reported that axsos screwdriver broke during the first 10 surgeries in normal use.